Event description:
The device involed in this MDR report was explanted and returned 2 years and 1 month after implant because abesence of egm was observed (these egms correspond to stored data an arrhythmia episode is sensed by device).